Event description:
(B)(4) immune system severely weakened. Broke out immediately with cold sore outbreak all over my face. Itchy skin, hair loss, flu, common cold, bronchitis over and over. Epstien barr recurrence with viral thyroiditis. Heart palpitations, tremors, muscle weakness, rapid weight loss, extreme fatigue and brain fog. Many weeks of work lost.